Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup battery failed alarm. The customer informed the remote service engineer (rse) that they had replaced the central processing unit (cpu) printed circuit board assembly (pcba). The customer requested help from the rse on how to reinstall the software options and assign the devices serial number to the new cpu pcba. The rse provided the customer with references to the device manual on how to finish the replacement cpu pcba setup. The customer confirmed that the cpu pcba resolved the backup alarm failed issue.

Manufacturer narrative:
In a good faith effort (gfe) from the customer received on 20may2024, the device diagnostic report (drpt) was provided. The drpt showed that the backup alarm failure occurred during the device power-on self-test (post). The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on this information and the fact the error code was identified during a preoperational self-test: this issue is no longer reportable since the user would be alerted of the issue prior to use on patient and therefore patient should not be placed on device.